Manufacturer narrative:
(B)(4) conclusion: the device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The coil detachment issue and the non-deployment of the enterprise stents could not be confirmed without product return for analysis. The root cause of the events could not be determined; however, the concomitant devices used in the procedure could have been a contributing factor. Based on the information available, there is no evidence to suggest the events were related to a manufacturing issue; therefore, no corrective actions will be taken at this time. This is an initial/final MDR report.

Event description:
As reported by a healthcare professional, during stent assisted coil embolization of a left internal carotid artery aneurysm, two enterprise stents ( both were enc452212/ 10507216) could not be deployed after placed, and a deltapaq coil (cdf10015430/ c23758) could not be detached. They withdrew both stents from the unspecified microcatheter, and used a new stent, which was deployed successfully. A continuous flush had been maintained through the microcatheter. Neither the stents nor the microcatheter appeared damaged. It was unknown if the microcatheter had been re-shaped. The microcatheter had been placed distal to the target site prior to advancement of the device to the target site, followed by withdrawal of the microcatheter to deploy the devices. It was unknown if deployment had been attempted by pushing them out of the end of the catheter or if they had been re-captured. The stent issue did not result in a clinically significant delay in the procedure. There had been resistance between the enterprise and the microcatheter during advancement; however, the enterprise stents were able to be removed from the microcatheter. The deltapaq was the fourth coil, and a pre-deployment electrical check had been performed. After it was placed and could not be detached, they exchanged for a new coil to complete the procedure. Information regarding the unspecified microcatheter, detachment control box (dcb) and cable was not available; however, the same dcb and cable were used to complete the procedure. It was reported that the green system ready light illuminated; however, it was unknown if the detachment light illuminated or the audible signal beeped during the detachment cycle. All connections appeared to fit properly without application of excessive force. They were able to withdraw the coil from the microcatheter. There was no report of patient injury, and the events did not result in a clinically significant delay in the procedure. As the patient had hepatitis, the products had been discarded.